Event description:
During inspection of device, physio-control observed several fault codes logged in the memory indicating a potentially critical failure. There was no pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control replaced the system and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies and determined the root cause of malfunction to be a bad connection between the system and memory pcb assembly. The open contacts on the pcb mounted jack connector, designator j3, of the system pcb resulted in the reported failure. There was no failure of the memory pcb assembly as it was automatically replaced at the same time as the system pcb per repair instructions.